Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Low flow, circulation pump malfunctioning. Replaced circulation pump. Passed calibration. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The initial reporter facility name available is faculty (B)(6) hospital (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a low flow occurred in an arctic sun device. Per review of wo on 07apr2025, there was no patient involvement. Per follow up information received via mail on 07apr2025, this device was by partner aura now, in status pending decontamination. Issue was low flow.